Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device needed eval with the motor and console. The device was used during surgery. No pt injury reported. It is unk if medical intervention or user injury were reported. There was no add'l info provided.